Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated by admitting in hospital. Customer's current blood glucose value was 500 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on end of (B)(6) 2016. The blood glucose value when admitted to hospital was nearly 500 mg/dl. The customer complained about very high and throwing up. The customer cause of hospitalization per healthcare professional's was hyperglycemia. It was reported that the customer was wearing the pump at time of hospitalization. The product was not returned for analysis.